Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had intermittent button response on the esc, act up arrow and down arrow buttons due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Customer had nausea and dry mouth. Customer was treated with manual injections. Customer had alleged that the insulin pump was under delivering. Customer reported that the drive support cap appeared to be normal. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will be returned for analysis.